Event description:
Boston scientific became aware of events involving flexima biliary stent with delivery systems through the article: "multicenter comparative study on the usefulness of the optimal electrosurgical unit setting in endoscopic papillectomy for ampullary neoplasms," by takao itoi, et al. Per the article, a multicenter, retrospective, comparative cohort study examined patients with ampullary neoplasms who underwent endoscopic papillectomy (ep) between may 1999 and march 2023. Among the patients using the flexima biliary stent with delivery systems, the following outcomes were reported: mild and moderate cholecystitis, mild and moderate bile duct stenosis, and severe perforation. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study start date of may 1999 is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: kenjiro yamamoto; takao itoi; akio katanuma; tatsuya ishii; eisuke iwasaki; shintaro kawasaki; takayoshi tsuchiya; ryosuke tonozuka; kazumasa nagai; shuntaro mukai. "Multicenter comparative study on the usefulness of the optimal electrosurgical unit setting in endoscopic papillectomy for ampullary neoplasms." Japanese society of hepato-biliary-pancreatic surgery, j hepatobiliary pancreat sci. 2024; 31:503-511. Block h6: imdrf patient code e2114 captures the reportable patient complication of "severe perforation." Imdrf patient code e2326 captures the reportable patient complication of "mild and moderate cholecystitis." Imdrf patient code e2337 captures the reportable patient complication of "mild and moderate bile duct stenosis." Imdrf impact code f12 captures the adverse events reported. Imdrf impact code f2203 captures the imaging performed.